Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to request a bolus. There was no reported adverse impact. The customer relaunched the mobile app, successfully completed the bolus request, and the customer continued to use the pump for insulin therapy.